Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced fluctuating blood glucose while using the ilet bionic pancreas, with postprandial elevations to approximately 300 mg/dl followed by rapid decreases to the 50s, and one documented low of 54 mg/dl that was treated with orange juice; caregivers reported no infusion set failures and noted consistent breakfasts and lunches with variable dinners, and a higher target setting selected at initiation. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no professional medical intervention and resolution of the low within less than one hour. Investigation included troubleshooting and education by customer support, including guidance on avoiding overtreatment of lows and the need for timely meal announcements, and referral to a trainer for further review. Investigation of this case revealed no device malfunction reported and potential user-related contributors such as overtreatment of hypoglycemia and variable meal handling. It was concluded that the cause of the hypoglycemia was unclear, and that the event is consistent with expected risks associated with insulin therapy and user behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.